Manufacturer narrative:
Since the device was not returned, no conclusion can be made regarding whether the device contributed to the event. However, a review of manufacturing, device history, and quality control records found that the device met all specifications and was in compliance.

Event description:
The patient is an active (B)(6) year old woman in general good health except as noted in "other relevant history." The procedure was uneventful. On the day after the procedure, she complained of shortness of breath and retrosternal pain. There were no clinical signs of an inflammatory response but a CT scan disclosed small pneumomediastinum and pleural effusion. A chest drain was placed and a small amount of clear fluid was drained. The fluid was a transudate (protein<3). The chest drain was removed on day two and there was no radiological evidence of continuing leakage. Although the chest pain resolved, the patient continued to complain of epigastric pain and was found to have a new duodenal ulcer for which she is now receiving treatment. The patient may have developed the ulcer because she stopped taking the ppi since she no longer had gerd symptoms. The event was deemed as procedure related rather than device related by the medical director for the hospital. Also, due to the high prevalence of h. Pylori contamination in (B)(6), screening for h. Pylori colonization before the procedure was strongly recommended. The procedure can be done after eradication of h. Pylori.